Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken key door; this condition had the potential to interrupt delivery. This condition was found in the 4b area. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a broken key door was confirmed and duplicated during product evaluation. A definitive root cause has not yet been identified. The door latch was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.